Event description:
It was reported that the catheter was found deformed (kinked, bent or curved) upon opening the package. Per additional information received from medicon on 17-apr-2019, the catheter was slightly bent on the shaft.

Manufacturer narrative:
The reported event was confirmed. The evaluation found the dent could be released and the catheter could be inflated and deflated without any difficulty. How and when event are occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Manufacturer narrative:
The reported event was confirmed. The evaluation found the bent portion could be released and the catheter could be inflated and deflated without any difficulty. How and when event are occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Correction: additional event information

Event description:
It was reported that the catheter was found deformed (kinked, bent or curved) upon opening the package. Per additional information received from medicon on 17-apr-2019, the catheter was slightly bent on the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was found deformed (kinked, bent or curved) upon opening the package.